Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that beeping was occurred continuously. Blood glucose was 124mg/dl. Troubleshooting was performed. The customer was stated that during self test insulin pump beeped during the tone test. Customer reported the insulin pump vibrated during the vibration test. The insulin pump will not be returned for analysis